Manufacturer narrative:
This is being reported as a serious injury as the tip of the driver remains in the lock-screw implanted in the patient (retained foreign object). This lot was manufactured prior to a material change initiated in (B)(4) 2013, changing the material to improve the tip strength. With this information it was determined that no further evaluation of the returned device was required.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of the lock-screw torque driver ((B)(4)) sheared when torqueing the lock screw. The tip was left in the lock-screw implanted in the patient. Another driver was available in the set to complete the procedure with no delay.